Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that there was a component loosening. Radiographs show loosening of the humeral stem with progressive subsidence. Patient is falling into valgus and eroding anteriorly. Patient has no pain or instability complaints.

Manufacturer narrative:
Please note the correction to the h6 (clinical & health codes) d1 product long description, g1 manufacturing site: the reported event could be confirmed since x-rays were provided for evaluation that show a loose humeral component which exhibits subsidence and perforation of the lateral humeral cortex. The opinion of the medical expert was requested and stated as following: ¿the x-rays clearly show the stemless humerus component is loose and has subsided laterally and has perforated the lateral humeral cortex. From the x-rays alone, the aspect of the bone gives the impression of poor bone quality (patient-related issue). Possibly a relatively undersized humeral component (user-related issue) was used in this case, but to determine that an intra-operative and/or early postoperative x-ray should be assessed. In my differential diagnosis I would list (low grade) infection as well.¿ a device inspection was not possible since the affected device was not returned, and only x-rays were provided for the investigation. A review of the labeling and the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More information as well as the affected device must be available in order to determine if the root cause of the alleged failure is user related, patient related or a combination of the two. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a component loosening. Radiographs show loosening of the humeral stem with progressive subsidence. Patient is falling into valgus and eroding anteriorly. Patient has no pain or instability complaints.